Event description:
51 yo pt treated on (B)(6) for an 8.5-cm fibroid with sonata and d/c'd home on nsaids. Pod#2 (on (B)(6): noted significant abdominal pain and seen in the office, sent home on oxycodone. Pod#4 (on (B)(6): seen in local urgent care with fevers and chills. T ~101º, slight decrease in bp. Sent to hospital for admission to a floor bed. Imaging: fluid + gas in uterus. No aub or nausea or vomiting. Empirically started on clindamycin and + gentamicin. Today (pod#6) felt better and was d/c'd home on po abx. Bc (1/2) positive for gpc and gp bacilli-felt to have been skin contaminants by ID consult. May consider d/c'ing the antibiotics altogether. On (B)(6) 2024: per treating physician, the final blood culture ID and sensitivity places the organism as genital flora, not a skin contaminant. The patient is doing well at home but is continuing her antibiotics.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.